Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not locking. The field service engineer (fse) replaced the input and output board located at the bottom of the helmer refrigerator along with the associated wiring harness connected to the primary board. After the repair was completed, the customer tested and verified the functionality by performing a full inventory of the refrigerator and running the hardware test application. All pockets were opened during testing and passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was not locked after closing and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.